Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. A visual examination was performed and found that there was a cut in the tubing, approximately 2 cm below the chamber. Therefore the reported condition of a crack was confirmed. However, the cause of the reported condition could not be determined. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4) this product is not distributed in the us and does not have a 510(k) number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
It was reported that a flo-gard IV solution administration set had a crack in the tubing which resulted in a leak. This issue was discovered before use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.